Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Subsequently, the pump shut down. Additionally, the customer alleged that the pump intermittently stopped delivering insulin. There was no reported adverse impact to the customer's blood glucose level. The customer declined to provide additional information and declined follow up contact from tandem technical support, therefore no additional information could be obtained.